Event description:
It was reported the patient experienced urine retention and fever. The pump was explanted on (B)(6) 2013. The device was planned to be returned to the manufacturer. The pump was in stopped mode and had been shut off. The patient wanted their pump analyzed because she believed the pump was not working properly. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly, sc connector damaged at explant.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.